Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device - 4.5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a driveline infection beginning in (B)(6) 2013. The patient was treated with multiple rounds of intravenous antibiotics and had a peripherally inserted central catheter (PICC) line placed. The patient was reportedly non-compliant with PICC line care and was switched to oral antibiotics. The patient did not have a wound debridement. The infection reportedly worsened and traveled through the abdomen. A pump exchange was recommended to the patient due to the infection at the time but the patient reportedly refused to present to the hospital. The vad reportedly functioned as designed throughout the course of treatment. The patient returned to the hospital at a later date and had a pump exchange to another manufacturer's lvad on (B)(6) 2015. The patient was discharged and is doing well.

Manufacturer narrative:
Device evaluation: a correlation between the device and the report of driveline infection could not be conclusively determined, and no device-related issues were discovered during the evaluation of the returned device. The device was returned assembled with the driveline cut approximately 0.25 inch from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port and the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was returned detached from the device. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from the testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.